Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:51:46. During night drain cycle one, the patient's ultrafiltration reading was 973ml, indicating the home patient (hp) drained 973ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 973 ml during therapy initiated on (B)(6) 2012 22:51:46, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed that the fill volume was changed from 2400 ml to 1600 ml during night cycle 2 and the 1600 ml was recorded as the fill volume in the therapy logs. Night cycle 1 drain was completed on (B)(6) 2012 00:59:28 and the user's actual drain volume during cycle 1 was 3369 ml. The actual drain volume of 3369 ml is 140.4% of the largest prescribed fill volume (lpfv) of 2400 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.